Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet system experienced hypoglycemia, with a lowest documented blood glucose of 57 mg/dl for an estimated 45 minutes, treated with oral glucose tablets, and expressed frustration about recurrent lows while using the system integrated with a g7 cgm; no insulin suspension was performed and no professional medical intervention was required. Symptoms included low blood glucose without loss of consciousness or other acute complications. Outcomes included temporary interruption to daily activities and the need for self-treatment with oral glucose. Investigation included initial troubleshooting and education focused on potential late meal announcements and a referral for remote clinical training to review therapy settings and use. Investigation of this case revealed no device alarms and no reported hardware malfunction, with the cause of the hypoglycemia remaining unclear pending further review. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.